Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response that the device classified as fast ventricular tachycardia (vt). Antiarrhythmic medications were administered and the patient underwent atrial fibrillation (af) ablation. No action has been taken pertaining to the device and the device remains in use. No further patient complications have been reported as a result of this event.